Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40-59 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Paramedics arrived to come and check on customer and provided the customer with baqsimi powder to address bg. Reportedly, the customers bg was now trending upward. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.